Manufacturer narrative:
Internal report reference number: (B)(4). Incorrect meter and test strips were returned for evaluation. Scrapped incorrect product. Retention was performed using test strips from the same lot- tested within 6 months passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 21-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Caller is calling on behalf of the customer (relationship not disclosed). The customer is concerned with test results from results obtained of 70, 139, 125, 187 and 96mg/dl. The customer stated that lately his glucose levels have been extremely elevated and his normal expected range is 200-500mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/19/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1 : 70mg/dl date: (B)(6) 2022 time: 4:53pm fasting, result 2 : 139mg/dl date: (B)(6) 2022 time: 9:26am fasting, result 3 : 125mg/dl date: (B)(6) 2022 time: 7:20am fasting, result 4 : 187mg/dl date: (B)(6) 2022 time: 5:28am fasting, result 5 : 96mg/dl date: (B)(6) 2022 time: 4:52am fasting.